Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch up cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The pitch down cable was also frayed at the distal clevis hub. Frayed strands stuck out at the instrument's wrist. An additional finding was various scratches on the distal end of the main tube showing light material removal. The scratches were .085 - .181 in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; broken cables and tube abrasions with material removed found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci total benign hysterectomy procedure, the head of a pk dissecting forceps instrument will not articulate. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.